Event description:
It was reported that the patient presented to the emergency room (ER) experiencing bradycardia. Device interrogation revealed that the left bundle branch area pacing (lbbap) lead exhibited high capture threshold resulting in loss of capture. The lbbap lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No lead anomalies were noted except for procedural damage.